Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testingas it was unable to communicate with a test monitor. Upon evaluation, multiple cables were pulled from the distribution node (dn) strain relief, including the trunk cable, which pulled the j702 connector from the distribution node (dn) pca. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged connector. The cause of the damaged connector is the pulled cable. The root cause of the pulled cable is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report a service code 204.